Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred. A new cartridge was loaded to address this issue and the customer received a minimum fill notification. Additionally, it was reported that multiple minimum fill notifications occurred with multiple cartridges after over-filling a cartridge with 500 units of insulin. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer reverted to manual injections.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 1 issue was verified in the pump logs; however, no failure was identified and the fill estimate issue could not be verified as the cartridge was not returned. However, a different issue was identified.